Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the buttons were harder to push. Customer¿s blood glucose level was unknown. Customer also reported diminished battery life, rejected new batteries few times, scratches on screen, cracks on screen, back light was a lot dimmer, motor was louder and sluggish during rewind, unexplained random no delivery, rewind more than once. The device will not be returned for analysis.